Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date in b3 is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a packaging issue, stating the abbott diabetes care (adc) freestyle libre sensor and applicator were received sealed, however, upon opening the package, it was observed that there was a mildew substance on the needle, therefore the customer was unable to use the product. There was no report of death or permanent impairment associated with this event.